Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on distal row 7, stent struts were lifted and pulled in a distal direction. The undamaged section of the crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. Stent damage most likely occurred during handling of the device during preparation. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found a slight hypotube kink 450 mm distal from the distal end of the strain relief. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a mid-shaft kink 25mm distal from the hypotube/mid-shaft bond. This type of damage is consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. During introduction, a 2.75 x 16 synergy¿ drug-eluting stent was selected for use. When the tip of the device was threaded over the guide wire, the device kinked in the middle. The device was removed and then re-inserted over the wire; however, the same kink appeared again and it was noted that the stent had fractured. The procedure was completed with another synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. During introduction, a 2.75 x 16 synergy¿ drug-eluting stent was selected for use. When the tip of the device was threaded over the guide wire, the device kinked in the middle. The device was removed and then re-inserted over the wire; however, the same kink appeared again and it was noted that the stent had fractured. The procedure was completed with another synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.